Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed on the cannula. A visual inspection did not identify any nonconformance. The cannula ring was intact. The cannula ring was intact. The c-ring was attached to the cannula due to the presence of the retention rib. No breaks were observed to the metal wire or scope wash tubing. Based on the returned condition of the device and the results of the investigation, the reported complaint "c-ring break" was not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c ring split in half and was rendered unusable. The harvester completed the case with the same device without complication and there was no adverse effect on the patient.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c ring split in half and was rendered unusable. The harvester completed the case with the same device without complication and there was no adverse effect on the patient.